Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged that the inpen dosing window broken off. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was partially performed. Inpen replacement initiated. No harm requiring medical interventions were reported. The product mmt-105nngyna was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Per visual inspection: cartridge holder was cracked, and inpen front cap does not stay attached. Dosing window was received attached. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Inpen failed front cap investigation. In conclusion: inpen received with dosing window. The customer concern of dosing window broken off to inpen could not be confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.